Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. The anchor appears to be used and there are evidence of tissue debris found on the anchor and the tip of the shaft. The inserter was examined and no anomalies that would have contributed in the reported failure were found. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, or an excessive suture tensioning, a user technique issue. Other than those possibilities, we cannot discern a root cause for this failure. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during rotator cuff repair the tip of the device broke when the surgeon tried to insert it into a bone hole without excessive force. It was also reported that no broken piece was left in the patient¿s body. By using a replacement, the surgery was completed without any delay. There was no harm to the patient.